Event description:
It was reported that during a visceral procedure, there was cutting clips. The arteries bled a little, but the surgeon stopped it with another device. No serious bleeding. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.